Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with weakness and a ventricular rate of 30 beats per minute (bpm). The rv lead exhibited loss of capture and high capture thresholds. An x-ray was performed, which showed the lead had dislodged. The rv lead was repositioned successfully. No additional adverse patient effects were reported, and this rv lead remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.